Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
The clinical specialist (cs) reported that the programmer received an error when starting interrogation of a device. A service disk will be tried, but if that does not resolve the issue, the programmer will be returned for service. No patient complications were reported as a result of this event.